Manufacturer narrative:
The device is returned and the investigation is ongoing. Follow-up in progress to obtain additional information regarding the event. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that, the subject device displayed a poor image quality. The image was cloudy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body imaging flooding (internal), and cable flooding. Based on the results of the investigation, a definitive root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The issue occurred prior to use for a therapeutic procedure. The procedure was completed using a similar device.